Event description:
During an extreme lateral interbody fusion at l3/4 during insertion the cage was damaged. The damaged pieces were removed and another was inserted. It was noted that the patient had a very narrow intervertebral space.

Manufacturer narrative:
The device was returned to nuvasive and the complaint was confirmed. Review of the returned device identified the device fracture at the inserter implant interface connection. Review of the information received and similarly reported events identified this as a known failure mode related to off-axis forces that promote twisting of the implant to maximize distraction of the disc space in an attempt to restore proper spacing of the vertebral bodies, off-axis impact with the mallet, micro motion at the implant / inserter interface if the implant cage is not fully threaded or over tightened onto the inserter. Root cause is considered to be related to technique, which can be the consequence anatomical characteristics of the patient. No additional investigation necessary. Labeling review: "...warnings, cautions and precautions: the implantation of spinal systems should be performed only by experienced spinal surgeons with specific training in the use of this spinal system because this is a technically demanding procedure presenting a risk of serious injury to the patient. Correct selection of the implant is extremely important. The potential for success is increased by the selection of the proper size of the implant. While proper selection can minimize risks, the size and shape of human bones present limitations on the size and strength of implants. Notching, striking, and/or scratching of implants with any instrument should be avoided to reduce the risk of breakage. Care should be taken to ensure that all components are ideally fixated prior to closure..." "...pre-operative warnings: care should be used during surgical procedures to prevent damage to the devices and injury to the patient..." "...method of use: please refer to the surgical technique for this device..."  "...handling of the sterile implant: open the packages carefully. Take suitable measures to ensure that the implant does not come into contact with objects that could damage its surfaces. Use only the recommended instruments for implantation of the implants. Damaged implants must not be used..."  "...information: to obtain a surgical technique manual or should any information regarding the products or their uses be  required, please contact your local representative or nuvasive directly at (B)(4). You may also email: (B)(4). This instructions for use document is intended for the us market only. For ous instructions for use, please refer to document #9402700 for non-sterile implants and #9401726 for sterile implants..."